Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer also had a motor position encoder error alarm prior to the motor error alarm. Customer mentioned that the motor error alarm occurred after the priming process. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer has a back-up plan of manual injections. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime, and displacement tests. The pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm other error alarms due to an erased history file. The pump had minor scratches on the display window, and a cracked reservoir tube lip.